Event description:
It was reported that ventricular noise and non-sustained lead noise episodes were observed. Lead dislodgment was noted via x-ray. Episodes show oversensing of the atrial signal on the ventricular channel. Trends revealed decreased r-wave amplitude, and high capture threshold leading to exit block. The lead was explanted and replaced. The patient condition was good following the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.